Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2009403. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture and one physical sample were returned for evaluation by our quality engineer team. The sample was filled with a clear liquid. A dark piece of floating material was observed within the barrel component. This material was removed for fourier-transform infrared (ftir) spectral analysis. The ftir results show that the floating foreign matter was most likely composed of polycarbonate. It has been determined that this foreign particle most likely resulted from powder in the syringe assembly process. Due to friction between plastic racks and the assembly machinery rails, plastic powder can be produced. An accumulation of this powder could end up in the syringe due to static electricity. H3 other text : see h.10.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 had foreign matter. The following information was provided by the initial reporter: flu syringe fm.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 had foreign matter. The following information was provided by the initial reporter: flu syringe fm.